Event description:
It was reported that the ultrasound gastrovideoscope had something unknown in the middle suction port on the top button area. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.